Event description:
The customer's wife called to report that her husband was involved in a car accident. He was transported to the ER where it was learned that his bgs were low (36mg/dl). The pod was deactivated and a new pod was applied - his bgs with the new pod rose to 600mg/dl (no time frame for the bg increase was provided). No product will be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.